Event description:
It was reported that 2 bd smartsite¿ needle-free valve experienced blood backflow. The following information was provided by the initial reporter: backflow of blood to the inside of the access extenders with the use of the valved connector at the distal end, which should be avoided with the device

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no samples were received for investigation in which the customer has indicated that an extension line which was connected to a 2000e7d product, burst during an injection of contrast solution. As part of the feedback, the customer provided a photograph; analysis of the photograph shows blood on the patients bed, and an extension set of unknown manufacturer. The smartsite was not visible within the photograph, however there does appear to be an area of damage to the tubing of the extension set. The details of this feedback were forwarded to the manufacturing site; however, in this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation.

Event description:
It was reported that 2 bd smartsite¿ needle-free valve experienced blood backflow. The following information was provided by the initial reporter: - backflow of blood to the inside of the access extenders with the use of the valved connector at the distal end, which should be avoided with the device.